Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a foreign object inside a PICC was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. The catheter terminated at the 51cm depth marking. Microscopic inspection of the distal tip of the catheter revealed striations typical of a sharp instrument cut. Usage residues were evident throughout the sample. The sample was received with a green object. The object measured 4.4cmx0.1cm. The object resembled artificial foliage. One side of the green object was glossy and the other side was dull. Microscopic inspection of the green object revealed blood residue throughout. Impact points were evident at both tips of the object. One side of the object exhibited material deformation and kinked shape memory. The longitudinal edges of the object flared toward the dull side. The object appeared made of plastic and exhibited signs of having been stamped out of a larger mass. The green object does not resemble any object involved in any step of the manufacturing, packaging or shipping process. The object does resemble artificial foliage and the blood residue throughout the object indicated that it was introduced into the catheter while the catheter was in use. Foreign objects should never be inserted into catheters. A lot history review (lhr) of rezf1670 showed no other similar product complaint(s) from this lot number.

Event description:
Nurse reported to sales representative that home health called the nurse practioner at the hospital that placed the line and stated that when she went to flush the line and aspirated, that an alleged foreign object was removed from the line. It was reported that there was a blood return and then the line flushed. No harm to the patient was reported. Nurse stated that this patient has a previous history of something similar. She stated that the patient was asked to go to hospital to have his PICC removed, which he was said to have done. Patient was reported as now being on oral meds. Placing clinician has asked us to review this "object" to see if we can determine what it is.